Event description:
It was reported that since implant, ¿on occasion¿ if the patient went into certain stores they would feel an increase in stimulation momentarily. The patient was advised to turn their stimulation off when going through the security scanner. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0dm9m, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).